Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the outer insulation was melted in various locations and blood visible on proximal conductor, photo taken and saved. The resistance test was performed, results were passed. No anomalies were found. Lead was damage during implant procedure.

Event description:
It was reported that during the implant procedure, the lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.